Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.

Event description:
Clinical study. It was reported that 213 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The index procedure treated a 2.5x17mm, 80% stenosed lesion in the mid left anterior descending artery (mid lad) with predilation and placement of a taxus liberte' 2.5x20mm drug eluting stent, reducing stenosis to 0%. There were no reported complications. The pt was discharged the next day on aspirin and plavix. Two hundred thirteen days after the implant procedure, the pt required a tvr in the 90% stenosed proximal lad. Coronary artery bypass graft (CABG) procedure was performed to the lad and left circumflex (lcx). The pt was taking aspirin, plavix and ticlopidine at the time of this event. In the opinion of the physician, the relationship of the tvr to the taxus liberte' stent was unrelated. This product is only ous approved, but it is similar to a marketed us device.